Event description:
Revision surgery- due to the implants dislocating post op; the cup and stem disassociated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after two days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associate with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one for a fit issue, four revisions, one cracked/broken device, (B)(4) due to dislocation, one for wear/excessive wear, one due to pain, seven due to infection, six due to trauma, five for stability/poor joint, one for malposition, and six due to dissociation. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.